Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, at the fourth firing, there was no arrow load printing at the connection part of the cartridge and ultra handle from the beginning. The nurse tried to connect without the printing, but it was difficult. The nurse finally connected the cartridge and passed the device to the doctor, but when the doctor tried to fire, the device was unable to be fired. After that, both the handle and the cartridge were replaced, and the procedure was completed. There was no injury.